Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The device loaded and fired normally and staple line was completely intact. However, when the surgeon pushed the buttons to straighten and open, the device straightened but the reload barely opened while being used in transection of the stomach. It would not fully open like it should have. The jaws of the device lock on tissue and the surgeon had to "pull" the stapler and was able to "peel" the reload off the staple line. There was difficulty unloading the reload since the jaws would not fully open. Another reload was loaded onto the xl adapter and it fired like it normally does without any further issues. No known patient injury.